Event description:
Upon going to hang the blood in the PICC line, white lumen was capped with a green cap and was clamped, red lumen was open without a green cap and tpn + lipid line was infusing into the bed. Rn got sterile attached a new microclave and thoroughly cleaned with a chg sponge to the site. Tpn line was thoroughly cleaned with chg and pink alcohol cap was placed on the line and was not reattached to the patient. Tpn stopped and new mivf ordered during this time.